Event description:
It was reported that the monitor had vertical or horizontal streaks of light appear on the monitor display and the screen may black out. It was noted that there was a possibility of a malfunction in the monitor or the video processor as it occurred with multiple scopes. The issue was found during an endoscopic submucosal dissection (esd) procedure that was completed with the same device. There were no reports of patient harm. This report is 1 of 2 devices, for the monitor.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.